Event description:
During tunneled line placement via right internal jugular (ij), a four french micropuncture introducer was fractured. Therefore, its distal piece, which was retained over the guidewire, had to be retrieved. It was done via the right femoral and jugular approach using a six french amplatz snare. It was successful. At the end, a 14 french tunneled line was successfully placed via the right ij as planned. The patient tolerated the procedure well.